Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to pulmonary stenosis and a gradient measure of 53 mmhg. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valved conduit, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.